Event description:
It was reported the pt experienced a change in therapeutic effect. The pt started acting erratically, loopy, and was hallucinating. The pt went to the emergency room, was given morphine, then starting acting normal again. The device was replaced as they were planning on replacing prior to the event. The hcp felt this may have been the cause of the pt's symptoms. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.

Event description:
Additional information reported stated "they" waited too long to replace the pump and the patient "went through withdrawals and stuff".

Manufacturer narrative:
(B)(4).